Event description:
It was reported that an occlusion alarm occurred. There was no adverse impact to the customer's blood glucose level. Reportedly, the customer was using cold insulin, and was not removing residual air from the cartridge. Tandem customer technical support informed customer that insulin should be at room temperature before filling a cartridge, and that the tandem pump user guide instructs the user to remove any residual air from the cartridge. To resolve the issue, the customer changed the infusion set and cartridge and resumed insulin.